Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. Upon breaking the capsule inside the pen to release the adhesive, a protruding piece of glass from the capsule occurred. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.